Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for retrieval difficulties and tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately one year post filter deployment, the patient alleged that there was an attempt to remove the filter but was unsuccessful, and that the filter is tilted and embedded. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately one year post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b5, d4 (expiry date:04/2018), g3, g4 h11: d1, d4, h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately one year post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight months of post-deployment, computed tomography of chest revealed that there was no evidence of pulmonary embolus. Inferior vena cava filter was noted. Around, three months and twenty-four days later, filter removal procedure was performed. Using modified, sterile seldinger technique and under ultrasound guidance, a 6 french sheath was placed in the right internal jugular. Through this, a long j wire was advanced to the inferior vena cava. The sheath was removed. The retrieval sheath was placed. Multiple, attempts were made to retrieve the inferior vena cava filter with the retrieval common. The inferior vena cava filter was tilted to the left. The inferior vena cava filter appeared to be scarred into the left side of the inferior vena cava. The sheath and retrieval common were removed. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the filter but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 04/2018). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.